Manufacturer narrative:
(B)(4). The patient identifier is not known. The patient¿s age is not known. The patient's weight is not known. (B)(4). Concomitant med products: enpower detachment control box, connecting cable, stryker sl-10 45 degree microcatheter, stryker synchro 14 guidewire, and microvention sofia guide catheter. The initial reporter address, phone and email are not available. (B)(4). A review of the manufacturing documentation associated with lot s15116 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a basilar tip aneurysm with low vessel tortuosity, the galaxy g3 mini 2.50 mm x 5.50 cm coil (glm925055 / s15116) was advanced in to the aneurysm with the stryker sl-10 45-degree microcatheter, the physician made six attempts to detach it but the coil did not detach. The coil was removed still attached to the delivery system. It was also confirmed that the coil delivery system was prepped without any difficulty. The coil was not stretched when it was removed. The coil was used with the enpower detachment control box with the connecting cable (ccb000157-00). The same connecting cable was used to detach subsequent coils. There was no report of any patient injury or complication; the reported event did not result in any clinical delay in the procedure.